Event description:
It was reported the pt experienced stomach pain and had gone to the emergency room and was given an enema. The pt also reported numbness in her right leg and foot since the implant. It was reported the physician had repositioned the lead several times during the implant, which extended the procedure 20 minutes. Follow up identified the numbness was improving but still present, and the pt was at home.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.